Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The clinical application specialist (cas) provided feedback of the surgical case analysis. Per the cas review the patient was not centered (or focused on the red light), the lid speculum was pushing which can typically contribute to inducing more astigmatism, and there were excessive reflections or ¿black bubbles¿ present preventing the aberrometer in obtaining a meaningful measurement. All of these issues could have contributed to the irregular readings. The root cause of the reported event can be attributed to clinical/surgical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported an unexpected refractive outcome occurred post aberrometer assisted cataract procedure. Reporter indicated the aberrometer measurements were questionable; however the doctor selected the aberrometer recommendation and implanted. Reporter indicated intraocular lens (iol) was exchanged.